Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). Product manufactured but not sold in the u.s. (B)(4).

Event description:
J cataract refractive surgery article was received on 30-nov-2018, originally published in january 2002, which cited a study titled, 'correction of pseudophakic anisometropia with the staar collamer implantable contact lens.' The article states that there was one perioperative complication in which an icl was inserted upside down. Reportedly, this likely occurred due to the icl being incorrectly loaded into the cartridge however could also have been caused by the icl rotating during injection. The lens was immediately removed and reinjected with the correct side up. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Claim#: (B)(4).